Event description:
It was reported that this pacemaker had a signal artifact monitor (sam) episode that resulted in a vector switch due to noisy signals for a brain surgery. It was noted that there were no subsequent events stored since then. Technical services (ts) noted that the device appeared to be working as programmed and expected at the time of the call. The device remains in use. No adverse patient effects were reported.